Manufacturer narrative:
The complaint investigation for falsely elevated alinity I total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot identified a slight increase in complaint activity; however, no related trends were identified. Device history review did not identify any non-conformances, potential nonconformances, or deviations with the complaint lot. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total -hcg reagent lot 61904ud02 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false elevated alinity I total -hcg result for a patient diagnosed with abnormal uterine hemorrhage. The following results were provided: (B)(6)2024 sample 1 initial result was 1002.03 miu/ml, repeat result <2.3 miu/ml. (B)(6)2024 sample 2 result was <2.3 miu/ml. Retesting with colloidal gold method was negative. No impact to patient management was reported.

Event description:
The customer observed a false elevated alinity I total ¿-hcg result for a patient diagnosed with abnormal uterine hemorrhage. The following results were provided: (B)(6) 2024 sample 1 initial result was 1002.03 miu/ml, repeat result <2.3 miu/ml (B)(6) 2024 sample 2 result was <2.3 miu/ml retesting with colloidal gold method was negative no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21 / 31 all available patient information was included. Additional patient details are not available.